Manufacturer narrative:
Evaluation summary: x-ray demonstrated heavy calcification on all three leaflets, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1.25mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. A gap was observed in the central coaptation region. The wireform was exposed at commissure 3 and near leaflet 3 at the outflow aspect, and approximately 75 percent of the wireform was exposed at the inflow aspect. Method: x-ray. Result: biological problem - patient related, calcification. Patient reaction, calcification. Additional manufacturer narrative: due to system related issue. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. This patient had a re-do avr after approximately 7 years with a pre-operative diagnosis listing replacement due to stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction. Based on our gross analysis, the clinical observation of stenosis was confirmed with calcification as the primary contributor with an additional contributor of host tissue overgrowth. It is known that the occurrence rate of svd significantly increases at an implant duration of 7 years or longer. It is also known that the occurrence rate of structural valve deterioration is higher in male patients, patients younger than 65 at implant, and patients have a significantly higher risk to undergo reoperation due to svd. In this case, the patient is a (B)(6), male with hypertension, chf and a history of endocarditis and avr in 2008. Stenosis, in this case, is most likely attributed to patient factors. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.

Event description:
Edwards learned that a 27mm aortic pericardial valve was explanted and replaced with a mechanical valve. Through follow up with the health care provider, the operative report was provided and states the postoperative diagnoses was severe prosthetic valve aortic stenosis and congestive heart failure. The procedure involved redo sternotomy and replacement of the aortic valve with a mechanical valve. Device was returned for evaluation.